Manufacturer narrative:
The device was returned to a third party service center and an evaluation confirmed the complaint. The internal battery was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message, failed to charge its internal battery, shutdown unexpectedly and did not power on while using its internal battery. There was no patient harm or serious injury reported as a result of this incident.